Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis determined that the cable was damaged and it was therefore replaced. Product ID 229047 software analyzer. (B)(4).